Event description:
Reportedly the suture was used during an unspecified procedure. After the initial suturing of the wound, post-operatively, the pt had to return to the operating room to be re-sutured. No additional info was available at this time.